Event description:
Patient reported left side "pain, periprosthesis collection 26ml, increased in size." The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Legal representative additionally reported left side ¿repeated cellulitis¿, ¿unsatisfactory evolution with dehiscence in both breasts¿, and ¿cystic alteration of lobules, papillary apocrine metaplasia and fibroadenomatoid alteration.¿ the events of ¿cystic alteration of lobules, papillary apocrine metaplasia and fibroadenomatoid alteration,¿ are not device related.

Event description:
Legal representative later reported left side ¿breast was bigger, red, and with increase of pain,¿ ¿got extremely shaken and got knowledge about the recall¿, ¿psychological shaken patient representative also reported with signals of infectious process, the patient evolved with important edema on left breast¿ and ¿ signals of necrosis on areola¿- not device related. The device has been explanted.